Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/12/2016. The device has been returned and evaluated by product analysis on 08/18/2016 with the following findings. Investigators were unable to confirm or duplicate the original complaint. The pump information from the date of the original complaint has been overwritten. When the pump was exercised for 24 hours, no loss of prime occurred. A force sensor calibration check passed indicating that the sensor was detecting correct applied load. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).